Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was provided but not found in our system.

Event description:
It was reported that a patient's blood glucose levels reached 270 mg/dl, while wearing the pod between 36 and 48 hours on the arm. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.